Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR 5273613.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 301029 batch# 1300984 it was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Notification number 200492137. Notification created date 4/13/2022. Notification description black particulate in syringe. Component number 26005. Component description dnq lts syr 10ml l/l. Component lot serial number (B)(6). Regulatory date reported 3/18/2024. Regulatory reference number 3004122598-2024-00010.